Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated pump fell of the table and display could not be turned on anymore. The customer was advice to return pump for analysis and will be replaced.

Manufacturer narrative:
The pump had minor scratches on the display window, a scratched case, a pillowing keypad overlay and a cracked keypad overlay at the select button. The pump had a blank flashing white lcd with audio beeps due to a cracked lcd controller.